Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that indication on grip is unclear. There is leak at scope cover and at channel tube. The scope cover unit has stain. The scope connector cover unit has a crack. The air/water and suction cylinder has no color. Due to damage on bending tube, bending angle in down direction exceeds the standard value. The image guide protector is shaved. The light guide lens has a crack. And the connecting tube has a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope reins were broken. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, foreign material was found inside the air/water tube and air/water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due a leak from the biopsy channel and scope cover. It was also noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.